Manufacturer narrative:
Concomitant products: ddbb1d1 ICD implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts triggered due to high impedance and high thresholds on the right ventricular (rv) lead. It was noted that the impedance trend continued to increase. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.